Event description:
It was reported, that the insulin gauge was inaccurate. Troubleshooting with tandem technical support concluded, that the customer over filled the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was approximately 69 mg/dl.

Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs, the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.